Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One ep® healing abutment 5mm(d) x 5.6mm(p) x 4mm(h) (wth54) was returned for investigation. Visual inspection of the as returned product identified significant damage to the abutment threads and drive feature. Functional testing notes that the device no longer assembles as normal with a mating in house implant. No pre-existing conditions were noted on the per. The reported product was located on tooth # 27 (fdi) and used during the placement procedure. Device history record (DHR) review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the wth54 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product utilizing keyword(s) "does not seat". Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Lot number unknown / not provided.

Event description:
It was reported that after implant integration (5 months and half), he proceeded with the placement of the healing abutment but it despite several attempts, the healing abutment lack of retention. Procedure eas completed healing abutment.